Event description:
Dealer states unit gets hot then and alarms. No report of any injury. Has been brought to dealer for warranty repair. If any further information on the sample or event is obtained a supplemental report will be filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tpo100b, serial number/date code (B)(4) is approximately 2 years, 8 months old. The owner's manual part number 1156872, rev.c(jan-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The maintenance history of the device is unknown. The malfunction has not been confirmed.